Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was found dx board failure which caused no image. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc, omsc surmised that this phenomenon was attributed to a wear failure of the dx board due to passing more than 12 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed (image signal was not output from the subject device) at the unspecified timing. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.